Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer stated the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed the displacement test. Unable to perform the prime and compromised force sensor test, occlusion test and no delivery test due to compromised force sensor alarm.